Event description:
The facility's chief nursing officer reported an incident of an infiltration on a pt. The pt had a peripheral IV located on the "top of the foot". A colleague infusion pump and baxter IV tubing with a buretrol set were connected to the pt via a j-loop connection. A 250ml bag "d51/4 with 5k" was infusing at 50ml/hr. A 575mg bag of claforan was being infused as a piggyback every 8 hours. The pt was also receiving a solumedrol infusion: 23 mg of solumedrol was infused in 2005 and 11.5 mg was infused the following day. Before the infiltration was discovered, the pt received a dose of claforan at 10pm and 6am. The IV was found infiltrated at 7:45am. The pt developed compartment syndrome and subsequent necrosis. A warm pack was applied and a general surgery was called for a consultation. Approx 3 hours later, the pt was transferred to another hosp, with no IV site, where three surgeries were completed (fasciotomies). No graft has yet been scheduled. The pt was discharged home and is currently receiving home health care. According to the cheif nursing officer, there had been a doctor's order to check the pt's IV site every 30 min. Reportedly, the nurse did not check the IV site as required. The pt was reported to be sleeping on the abdomen, with a parent on the side, making the IV site not visible. No additional information available.